Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an epidural hematoma following an implant procedure. The patient was explanted of the entire system and is doing well.